Event description:
Post stent placement to sfa, perclose device failed and became stuck in the artery. Attempts were made to remove with abbott rep and expert contacted and provided guidance at the time, no success. General surgeon performed a cut down of the artery with anesthesia. This limited the blood loss. Pt was airlifted to a vascular surgeon who performed surgery successfully and removed the remainder of the perclose device from the artery. Pt is table post-operatively.